Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The drive support cap was inspected and no anomaly was noted. The device had cracked case at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported via phone call that the customer had a protruded drive support cap. During troubleshooting for a high blood glucose level on 364 mg/dl, the customer was asked about the drive support cap and the customer stated it was protrude. The customer states he does not recall how the damage occurred. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.